Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane previous patient code (1930) was reported based on the original complaint and is no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as ¿withdrawn.¿ medical records: ¿ the known medical records span december 6, 2007 through february 13, 2008 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ smoking - (B)(6) 2007: smokes one pack daily ¿ obesity - (B)(6) 2007: ¿patient lost some 80 pounds immediately after surgery. After revision and removal of what sounds like a band, has gained back basically all that weight.¿ - (B)(6) 2007: 198 lbs. ¿ multiple ventral hernias surgical procedures: ¿ 1986: cesarean section ¿ 1999: cholecystectomy ¿ 2003: gastric bypass ¿ 2005: gastric bypass revision ¿ (B)(6) 2007: exploratory laparotomy, lysis of adhesions and repair of upper midline incisional hernia. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2008: removal of infected mesh, lavage of abdominal wall, bilateral lateral release of external oblique anterior fascia with primary closure and onlay surgimed 13 x 25 cm mesh customized to appropriate size with debridement of the abdominal wall, and right internal jugular vein triple lumen catheter. Implant preoperative complaints: ¿ (B)(6) 2007: history and physical. ¿smokes a pack a day. Exam: abdomen soft, nontender, appeared to be several defects of the upper midline incision. I do believe that she will be best approached by an open technique given the sites of these hernia defects and the potential problems getting laparoscopic approach in a patch up through the fascia at the subcostal margins. A/p: patient lost some 80 pounds immediately after surgery. After revision and removal of what sounds like a band, has gained back basically all that weight. Has multiple ventral hernias along an upper midline incision, which should be repaired best done by open technique.¿ implant procedure: exploratory laparotomy, lysis of adhesions and repair of upper midline incisional hernia. [Implant: gore® dualmesh® plus biomaterial, dlmcp07/04615511, 20cm x 30cm x 1 mm thick] implant date: (B)(6) 2007 [hospitalization december 21, 2007] ¿ description of hernia being treated: ¿at the site of the obvious hernia at the lower pole of the upper midline incision, a counterincision on the skin was made and carried down through the subcutaneous tissues to the hernia sac. The hernia sac was opened and partially resected. Palpation was then performed examining the next section up from this hernia and another hernia was found after a bridge of intact fascia. The skin incision was extended and the fascial bridge divided and then again further fascial bridges and hernia defects were found all the way to the top of the previous midline incision. At this point, circumferentially lysis of adhesions was required, taking the omentum down from the abdominal as well as taking down the anterior surface of the capsule of the liver at the superior portion of all abdominal incision. Once this was completed circumferentially, this was done with electrocautery and sharp dissection as needed and adequate hemostasis was maintained throughout, sometimes requiring 2-0 vicryl ties. I was able to then plan our fascial repair.¿ implant size and fixation: ¿I selected the appropriate sized dual mesh, customized it to the appropriate width and length and secured it to the underside of the fascia circumferentially with interrupted 0 prolene sutures. Once this was completed circumferentially, I closed whatever portion of the anterior fascial edges in the midline that I could and then closed the dead space as much as possible with interrupted 2-0 vicryl sutures in the subcutaneous tissues and closed the skin edges with staples.¿ (B)(6) 2007: admitted with diagnosis of large ventral hernia which was repaired in open technique with gortex patch on the day of admission. Hospital course: discharged home, no evidence of erythema or problems with wound, afebrile, tolerating po [by mouth] well. Explant preoperative complaints: (B)(6) 2008: wound culture. ¿abdomen seroma; rare wbcs, rare negative rods, escherichia coli, probable enterococcus species, staphylococcus species.¿ (B)(6) 2008: history and physical. ¿developed leak from incision, became infected. No evidence of problems of the skin itself. Drainage has persisted. Obviously has infected mesh. We have been trying to temporize based on her commitments at work with dressing changes and po antibiotics, is having more pain from wound and so much drainage that she has to change her dressing multiple times a day. She wishes to speed the process of repair and recommend admission today. Exam: abdomen drainage from wound, foul smelling. Cultures obtained 02/06/08 pending. A/p: admit, IV antibiotics, consult with infectious disease and plan surgical intervention hopefully tomorrow with removal of mesh if not primary closure then placement of bioprosthetics.¿ (B)(6) 2008: microbiology. ¿source: abdomen wall. Anaerobic culture: culture 2+ peptostreptococcus asaccharolyticus. Aerobic culture: direct smear 3+ white blood cells, 2+ gram positive cocci in pairs in chains in clusters. Culture: no growth 72 hours.¿ (B)(6) 2008: consultation. ¿antibiotic management of probable infected abdominal mesh with abscess. History: patient admitted on 12/21/08 [sic] with a persistent incisional hernia. Underwent exploratory laparotomy, lysis of adhesions and repair of an upper midline incisional hernia. Postop had low grade fever up to 100.5. Discharged home saying she did have some light yellow drainage from lower aspect of wound. Seen in two weeks in follow up and treated with antibiotic. She states that this persisted and was worse when she would stand up with the fluid leaking out. She received second course of 14 days of levaquin. According to lawrence general hospital microbiology data her abdominal wound culture on 01/18/08 had mixed skin flora and on 01/29/08 as well. Patient had a culture out-patient which grew e-coli. This was per the patient. Was then changed to bactrim ds. Because of persistent drainage and recent 2-3 day of low grade fevers, poor appetite and a ¿pulling¿ pain to the left of her incision she was admitted for IV antibiotic therapy and mesh removal incision and drainage. Ros [review of systems]: over the last 3-4 days the drainage has become more thick and tan looking from previous light yellow appearance. Patient did notice the drainage had an odor about 2-3 days ago. Exam: abdomen soft nontender, but there was copious amount of tan drainage from midline incision. No surrounding redness. No foul odor. Lab: white count 6,600. Blood culture x 2 from yesterday negative. Wound cultures sent. Assessment: surgical site infection with probable affected mesh. Or planned for today.¿ explant procedure: removal of infected mesh, lavage of abdominal wall, bilateral lateral release of external oblique anterior fascia with primary closure and onlay surgimed 13 x 25 cm mesh customized to appropriate size with debridement of the abdominal wall, and right internal jugular vein triple lumen catheter. Explant date: (B)(6) 2008 (B)(6) 2008: ¿the site of the previous incision with a small hole in the lower portion of the wound was opened throughout its entirety and carried below the umbilicus at a site where there had been no previous incision. Dissection of the subcutaneous tissue circumferentially allowed for exposure of the mesh circumferentially. Several of the 0 prolene holding it in place where removed at the inferior margin. I then before opening and removing the mesh, I elected to create flaps bilaterally to the lateral portion of the abdominal wall. This was done with electrocautery and hemostasis also obtained with 2-0 vicryl ties as we carried these flaps laterally over the external oblique muscles and along the inferior costal margin. This required deaver retractors to get far lateral as possible. We did this bilaterally with extensive dissection of the subcutaneous tissue and abdominal wall. Once this was completed, I was able to incise the external oblique anterior fascia bilaterally and free up fascial edges bilaterally. At this point, I elected now to remove the mesh from the abdominal wall. I was able to start this at the inferior aspect and circumferentially was able to cut each suture and remove the mesentery without difficulty. Once this was complained [sic], it became evident as we lifted up the mesh that there was a good granulation tissue over all of the bowel and omentum. There was a pocket of pus however underneath the mesh which seemed to be the source of most extensive leakage but there was no direct access to the peritoneum at this site. This was a firm area of granulation and was extrinsic to the abdominal cavity. I elected not to open the abdominal cavity at this point. We brought up the pulse lavage and lavaged the abdominal wall at the site of this granulation tissue and then circumferentially along both flaps. I then debrided abdominal wall which was basically the overlap of the mesh which had been sewn to the underside of the fascia. Once this was completed, I was able to bring the fascial edges together in the midline and close this primarily with interrupted #1 prolene sutures. Once that was completed, we selected the appropriate size surgimed bioprosthetic, approximately 13 x 25 cm in size. This was customized to the appropriate width and length and secured to the fascia as an overlay over the fascial repair. This was done with interrupted 0 prolene sutures circumferentially tacking the center of the mesh to the fascial repair in the midline as well. Once this was completed, again irrigation occurred around the subcutaneous tissues. The subcutaneous tissue was then reapproximated in the midline with interrupted 2-0 vicryl sutures, the skin edges reapproximated with staples after placement of #10 flat jackson-pratt drains over the mesh bilaterally and brought out through the inferior stab wounds. Xeroform was placed over the wound. The drains were placed to bulb suction. The skin was reapproximated with stapes, sterile dressing applied and the patient was transferred to recovery room in stable condition, all counts correct where a stat portable chest x-ray will be obtained to confirm position of her central line.¿ (B)(6) 2008: pathology report. ¿specimen: infected tissue and mesh from hernia site. Final diagnosis: dense fibrovascular adipose tissue with extensive inflammation, reactive fibrosis, foreign body giant cell reaction to suture material. Marked vascular congestion and hemorrhage noted. Gross description: the specimen was received in formalin labeled ¿infected tissue and mesh from hernia site¿ and consists of multiple fatty fragments along with mesh. The fragments in aggregate weigh 70 gm and measures 12 x 4 cm. A segment of mesh is also identified. This measures 30 x 7 cm. The mesh is for gross examination only. The specimen is sectioned. The cut surface appears hemorrhagic in areas.¿ (B)(6) 2008: discharge summary. ¿admitted with infected mesh. Brought to operating room for excision of the mesh and primary closure after bilateral lateral releases of the external oblique fascia and an onlay bioprosthetic mesh. Tolerated the procedure well. Drains placed and removed several days postop. PICC line placed postop, sent home on IV antibiotics. At discharge wounds were healing well. Given full instructions as to care of the wound.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04615511 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D7: corrected explant date. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2007, including records for cesarean section, cholecystectomy, gastric bypass, and gastric bypass revision, were not provided. (B)(6) 07: andover surgical associates. History and physical. Pmh/psh: undergone gastric bypass surgery and then revision, s/p cholecystectomy. Hx heartburn. Drinks socially, smokes a pack a day. Exam: abdomen soft, nontender, appeared to be several defects of the upper midline incision. I do believe that she will be best approached by an open technique given the sites of these hernia defects and the potential problems getting laparoscopic approach in a patch up through the fascia at the subcostal margins. A/p: patient lost some 80 pound immediately after surgery. After revision and removal of what sounds like a band, has gained back basically all that weight. Has multiple ventral hernias along an upper midline incision, which should be repaired best done by open technique. (B)(6) 07: lawrence general hospital. Operative report. Pre/postop diagnosis: incisional hernia. Operation performed: exploratory laparotomy, lysis of adhesions and repair of upper midline incisional hernia. Description of procedure: ¿the patient was brought to the operating room and her abdomen prepped and draped in the usual sterile manner after induction of adequate general endotracheal anesthesia. At the site of the obvious hernia at the lower pole of the upper midline incision, a counterincision on the skin was made and carried down through the subcutaneous tissues to the hernia sac. The hernia sac was opened and partially resected. Palpation was then performed examining the next section up from this hernia and another hernia was found after a bridge of intact fascia. The skin incision was extended and the fascial bridge divided and then again further fascial bridges and hernia defects were found all the way to the top of the previous midline incision. At this point, circumferentially lysis of adhesions was required, taking the omentum down from the abdominal as well as taking down the anterior surface of the capsule of the liver at the superior portion of all abdominal incision. Once this was completed circumferentially, this was done with electrocautery and sharp dissection as needed and adequate hemostasis was maintained throughout, sometimes requiring 2-0 vicryl ties. I was able to then plan our fascial repair. I selected the appropriate sized dual mesh, customized it to the appropriate width and length and secured it to the underside of the fascia circumferentially with interrupted 0 prolene sutures. Once this was completed circumferentially, I closed whatever portion of the anterior fascial edges in the midline that I could and then closed the dead space as much as possible with interrupted 2-0 vicryl sutures in the subcutaneous tissues and closed the skin edges with staples. Sterile dressing applied and the patient transferred to the recovery room in stable condition, all counts were correct. Abdominal binder was placed after placement of the sterile dressing.¿ (B)(6) 07: lawrence general hospital. Implant log sheet. Site of transplantation: abdomen. Expiration date: 2000. Company: gore. Amount used: x1. Size implant: cut from 20 x 30 x 1 cm. Lot #/graft #/donor#: 0461[illegible]11. The records confirm a gore® product (ni/0461[illegible]11) was implanted during the procedure. [Brand name could not be identified.] (B)(6) 07: lawrence general hospital. Discharge summary. Hpi: admitted with diagnosis of large ventral hernia which was repaired in open technique with gortex patch on the day of admission. Hospital course: discharged home, no evidence of erythema or problems with wound, afebrile, tolerating po well. (B)(6) 08: lawrence general hospital. Wound culture. Abdomen seroma; rare wbcs, rare negative rods, escherichia coli, probable enterococcus species, staphylococcus species. (B)(6) 08: lawrence general hospital. History and physical. Hpi: developed leak from incision, became infected. No evidence of problems of the skin itself. Drainage has persisted. Obviously has infected mesh. We have been trying to temporize based on her commitments at work with dressing changes and po antibiotics, is having more pain from wound and so much drainage that she has to change her dressing multiple times a day. She wishes to speed the process of repair and recommend admission today. Exam: abdomen drainage from wound, foul smelling. Cultures obtained (B)(6) 08 pending. A/p: admit, IV antibiotics, consult with infectious disease and plan surgical intervention hopefully tomorrow with removal of mesh if not primary closure then placement of bioprosthetics. (B)(6) 08: lawrence general hospital. Microbiology. Source: abdomen wall. Anaerobic culture: culture 2+ peptostreptococcus asaccharolyticus. Aerobic culture: direct smear 3+ white blood cells, 2+ gram positive cocci in pairs in chains in clusters. Culture: no growth 72 hours. (B)(6) 08: lawrence general hospital. Consultation. Antibiotic management of probable infected abdominal mesh with abscess. History: patient admitted on (B)(6) 08 with a persistent incisional hernia. Underwent exploratory laparotomy, lysis of adhesions and repair of an upper midline incisional hernia. Postop had low grade fever up to 100.5. Discharged home saying she did have some light yellow drainage from lower aspect of wound. Seen in two weeks in follow up and treated with antibiotic. She states that this persisted and was worse when she would stand up with the fluid leaking out. She received second course of 14 days of levaquin. According to lawrence general hospital microbiology data her abdominal wound culture on 01/18/08 had mixed skin flora and on (B)(6) 08 as well. Patient had a culture out-patient which grew e-coli. This was per the patient. Was then changed to bactrim ds. Because of persistent drainage and recent 2-3 day of low grade fevers, poor appetite and a ¿pulling¿ pain to the left of her incision she was admitted for IV antibiotic therapy and mesh removal incision and drainage. Ros: over the last 3-4 days the drainage has become more thick and tan looking from previous light yellow appearance. Patient did notice the drainage had an odor about 2-3 days ago. Exam: abdomen soft nontender, but there was copious amount of tan drainage from midline incision. No surrounding redness. No foul odor. Lab: white count 6,600. Blood culture x 2 from yesterday negative. Wound cultures sent. Assessment: surgical site infection with probable affected mesh. Or planned for today. (B)(6) 08: lawrence general hospital. Operative report. Pre/postop diagnosis: poor intravenous access and infected gore-tex mesh and incisional hernia, upper midline abdomen. Operation performed: removal of infected mesh, lavage of abdominal wall, bilateral lateral release of external oblique anterior fascia with primary closure and onlay surgimed 13 x 25 cm mesh customized to appropriate size with debridement of the abdominal wall, and right internal jugular vein triple lumen catheter. Drains: #10 jackson-pratt times two. Description of procedure: ¿the patient was brought to the operating room and her back right neck prepped and draped in the usual sterile manner with the patient in trendelenburg position for placement of a right jugular vein line. The right ij line was found with an 18 gauge needle and then the internal jugular vein was accessed with the syringe and needle for the wire without difficulty. The wire was introduced into the jugular vein to the inferior vena cava without difficulty and the syringe and needle removed. The wire was left in place. A small nick in the skin was made with the 11 blade and the dilator placed over the wire. The catheter was then introduced into the internal jugular vein without difficulty and secured at approximately 12 cm. Each port drew back without difficulty and were easily flushed. We¿ll obtain a chest x-ray upon completion of the case. Attention was then turned to the abdomen. The abdomen was prepped and draped in the usual sterile fashion after the placement of the internal jugular vein catheter. The site of the previous incision with a small hole in the lower portion of the wound was opened throughout its entirety and carried below the umbilicus at a site where there had been no previous incision. Dissection of the subcutaneous tissue circumferentially allowed for exposure of the mesh circumferentially. Several of the 0 prolene holding it in place where removed at the inferior margin. I then before opening and removing the mesh, I elected to create flaps bilaterally to the lateral portion of the abdominal wall. This was done with electrocautery and hemostasis also obtained with 2-0 vicryl ties as we carried these flaps laterally over the external oblique muscles and along the inferior costal margin. This required deaver retractors to get far lateral as possible. We did this bilaterally with extensive dissection of the subcutaneous tissue and abdominal wall. Once this was completed, I was able to incise the external oblique anterior fascia bilaterally and free up fascial edges bilaterally. At this point, I elected now to remove the mesh from the abdominal wall. I was able to start this at the inferior aspect and circumferentially was able to cut each suture and remove the mesentery without difficulty. Once this was complained [sic], it became evident as we lifted up the mesh that there was a good granulation tissue over all of the bowel and omentum. There was a pocket of pus however underneath the mesh which seemed to be the source of most extensive leakage but there was no direct access to the peritoneum at this site. This was a firm area of granulation and was extrinsic to the abdominal cavity. I elected not to open the abdominal cavity at this point. We brought up the pulse lavage and lavaged the abdominal wall at the site of this granulation tissue and then circumferentially along both flaps. I then debrided abdominal wall which was basically the overlap of the mesh which had been sewn to the underside of the fascia. Once this was completed, I was able to bring the fascial edges together in the midline and close this primarily with interrupted #1 prolene sutures. Once that was completed, we selected the appropriate size surgimed bioprosthetic, approximately 13 x 25 cm in size. This was customized to the appropriate width and length and secured to the fascia as an overlay over the fascial repair. This was done with interrupted 0 prolene sutures circumferentially tacking the center of the mesh to the fascial repair in the midline as well. Once this was completed, again irrigation occurred around the subcutaneous tissues. The subcutaneous tissue was then reapproximated in the midline with interrupted 2-0 vicryl sutures, the skin edges reapproximated with staples after placement of #10 flat jackson-pratt drains over the mesh bilaterally and brought out through the inferior stab wounds. Xeroform was placed over the wound. The drains were placed to bulb suction. The skin was reapproximated with stapes, sterile dressing applied and the patient was transferred to recovery room in stable condition, all counts correct where a stat portable chest x-ray will be obtained to confirm position of her central line.¿ (B)(6) 08: lawrence general hospital. Progress note. Pre-op dx: infected gortex mesh @ incisional hernia. Post-op dx: upper midline abdomen. Operative/procedure: removal infected mesh/lavage. Bilateral lateral release, r ij tlc/debridement/closure and onlay surgimend 13 x 25 mesh customized. Specimen/tissue removed: mesh. Drains: #10 jp x 2. (B)(6) 08: lawrence general hospital. Pathology report. Accession #: s08-1119. Specimen: infected tissue and mesh from hernia site. Final diagnosis: dense fibrovascular adipose tissue with extensive inflammation, reactive fibrosis, foreign body giant cell reaction to suture material. Marked vascular congestion and hemorrhage noted. Clinical history: infected mesh, s/p incisional hernia. Gross description: the specimen was received in formalin labeled ¿infected tissue and mesh from hernia site¿ and consists of multiple fatty fragments along with mesh. The fragments in aggregate weigh 70 gm and measures 12 x 4 cm. A segment of mesh is also identified. This measures 30 x 7 cm. The mesh is for gross examination only. The specimen is sectioned. The cut surface appears hemorrhagic in areas. Representative tissue is submitted in four cassettes. (B)(6) 08: lawrence general hospital. Discharge summary. Admitted with infected mesh. Brought to operating room for excision of the mesh and primary closure after bilateral lateral releases of the external oblique fascia and an onlay bioprosthetic mesh. Tolerated the procedure well. Drains placed and removed several days postop. PICC line placed postop, sent home on IV antibiotics. At discharge wounds were healing well. Given full instructions as to care of the wound. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence". The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material".

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, infection, debridement of abdominal wall, additional surgery. Additional event specific information was not provided.